Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to ipg had migrated closer to the spine. Surgical intervention was undertaken wherein the ipg was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.